Event description:
It was reported that this right ventricular (rv) lead had observations of high out of range pacing impedances greater than 2000 ohms, and noise that was oversensed causing pacing inhibition greater than two seconds. There were also observations of high pacing thresholds. The lead was surgically capped and replaced. No additional adverse patient effects were reported.